Manufacturer narrative:
Investigation summary: customer returned (2) 3/10cc, 6mm, 31g syringes in open poly bags from lot # 5152705. Customer states that the markings are not accurate, the patient often goes low, and drawing the syringe at the end towards the needle even with the line yields .5 units more. All returned syringes were tested using the plug gauge and all scale marking placements fell within specifications. All samples were also tested and all were able to draw and expel properly without any observed defects. A review of the device history record was completed for batch # 5152705 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200598002, 200598255] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (glucose level). -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (volumetric accuracy, scale misaligned, difficult to operate). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. Possible root cause for the glucose level issue is human factors.

Event description:
It was reported with the use of the bd insulin syringe with bd ultra-fine¿ needle there was an issue with syringe not giving an accurate dose of 0.5 units.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insulin syringe with bd ultra-fine¿ needle there was an issue with syringe not giving an accurate dose of 0.5 units.